Event description:
Patient presented to pre-op area with cast on the operative arm. Md gave orders to remove cast with cast saw. Nurse obtained cast saw and began to remove the cast. Nurse had only been using the saw for less than a minute when the patient stated he felt it getting hot like it was burning. Upon removal of the cast, there were two areas that appeared to have been affected on r [right] forearm. 1 vertical 1.02 cm long, superficial; 0.2 cm small abrasion and transverse erythema 2x3cm on inner wrist. Md made aware and stated he would assess and treat, if needed, in the operating room.